Event description:
It was reported the patient experienced pressure/pain almost like a 'punching pain' in his right upper back to ribs area. The patient also was not feeling any tingling sensation. There was no known accident or incident related to the event but the patient had been experiencing the pain for the past 2 months. The patient's status was reported as 'fair.' A manufacturer representative attempted to measure impedances but the patient could not tolerate the pain during the test even at 0.7 volts. The representative tried to reprogram the patient on contacts 8-15. Contacts 8-11 at 7.1 v recruited the patient's upper back and rib. The patient felt nothing at all when contacts 9-11 were tried. On contacts 0-7, the patient could only tolerate voltage of 0.2v. It was reported a day later the patient was scheduled to have an x-ray on (B)(6) 2012, and he was going to keep his stimulator off until his appointment. Additional information received 2.5 weeks later reported one of the patient's leads had migrated. No interventions were planned at the time. The physician was going to try and treat the patient's pain with medication. The patient was receiving good therapy on his right leg but was not receiving stimulation on his left leg due to the lead migration.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).